Event description:
It was reported from the physician that the patient had not had any trauma or manipulation to the device site. X-ray report was provided and notes that the lead was intact. X-ray images were not provided, therefore not reviewed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to high impedance. Impedance on the new implant was normal. The explanted generator has not been received to date. No further relevant information has been received to date.